Event description:
During the o.r. Procedure, the maryland jaw ligasure device was being used, and initially functioned as expected. During the case the device malfunctioned. The blade would not advance, and the operator was not able to correct the issue. A new device was obtained to continue and complete the procedure.